Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the dressing was applied to the arm of a palliative patient to maintain the placement of an infusion catheter. After approximately 1-2 hours of use, the adhesive portion of the dressing began to come off. No patient consequences were reported as a result of this event.